Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 810:04 alarm; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 810:04 alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to moisture in the phm channel. The phm channel was cleaned and inspected to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.